Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device would not rotate when attached to the handpiece device. Therefore, the reported condition was duplicated and confirmed. It was determined that the collet coupling and the bearings were corroded. The assignable root cause was determined to be due to normal wear on internal mechanical components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the burr attachment device was broken. During in-house engineering evaluation, it was observed that the device would not rotate when attached to the handpiece device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.